Manufacturer narrative:
(B)(4). Photographic analysis: based on the photo evidence of the subject cdh25a device firing, the event description cannot be confirmed. The likely cause of the event is that the staples were delivered as intended and afterwards, the tension placed along the tissue caused the staples to be seen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # m55n2c. Manufacture date: 10/15/2015. Expiration date: 09/15/2020. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? It was within the green zone of firing. What confirmation was received that the device was fully fired? The cutting of the washer when the handle is fully depressed which is indicated by a ¿click¿ sound for tactile feedback. Were the staples missing from the inner staple line? Nope, it was not. What was the shape of the staples in the inner staple ring (b-formation, irregular, legs straight)? B-formation did the device cut? Yes it did fully. Was the cut line fully circumferential around the target tissue? Yes it did. If the device fully cut, were all tissue layers present in both donuts when inspected? Yes both distal and proximal donuts were complete. Did the patient¿s post-operative care change based? Not that we aware of. What is the current status of the patient? Patient is ok. In the event, you indicated ¿the staples were formed on the outer ring of the anastomosis after firing and not inside the ring as per normal cdh firings for this case.¿ in the additional information received, you indicated: ¿ were the staples missing from the inner staple line? Nope, it was not.¿ could you please clarify if the inner staples were missing? The staples were not missing but not formed as according to what it should in a normal anastamosis with this device.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the staples were formed on the outer ring of the anastomosis after firing and not inside the ring as per normal cdh firings for this case. Patient was overstitched to prevent any leakage. An air leak test was done without incident. There was a twenty minute delay. There were no adverse consequences for the patient reported.